Event description:
It was learned through smart start that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to severe stenosis. Patient presented with dyspnea and fatigue. The procedure was performed with a 26mm 9755rsl transcatheter valve. Patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.